Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was fractured. Fluoroscopy confirmed lead fracture and insulation damage. The lead exhibited loss of capture, impedance issues out of range, and oversensing. The patient underwent a surgical intervention to remove the lead and implant a similar product. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, there is insulation damage noted close to the terminal pin along with a fractured anode (outer) coil noted in the area. Due to the location and type of damage, this is consistent with damage caused by entrapment in the clavicle first rib region.

Event description:
It was reported that this right atrial (ra) lead was fractured. Fluoroscopy confirmed lead fracture and insulation damage. The lead exhibited loss of capture, impedance issues out of range, and oversensing. The patient underwent a surgical intervention to remove the lead and implant a similar product. No additional adverse patient effects were reported.